Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 06/23/2014, belt 04/04/2013.

Event description:
A us distributor contacted zoll to report that a patient had passed away in the hospital on (B)(6) 2020. Per clinical review of the continuous ECG recordings, the device was started up at 09:05:49 on (B)(6) 2020. Asystole was detected two times from 08:06:29 to 08:07:22 on (B)(6) 2020. The patient was in sinus rhythm at 80 bpm slowing to sinus bradycardia at 20 bpm degrading to asystole. An arrhythmia was detected at 08:09:05 while the patient was in asystole. Oversensing of low amplitude cardiac signal contributed to the false detection. Asystole was correctly detected at 08:10:00. An arrhythmia was detected at 08:10:07 while the patient was in asystole. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in an idioventricular rhythm at 80 bpm which transitioned to vt at 140 bpm at approximately 08:12:50. The device did not detect the vt because the patient's heart rate was below the physician prescribed rate threshold. The patient was in vt at 140 bpm with CPR/motion artifact and electrode lead fall off until the electrode belt disconnection at 08:26:18. Reporting event out of an abundance of caution as the electrode belt was removed while the patient was in vt. The patient passed away in the hospital on (B)(6) 2020.